Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme stabbing pain in the circled location') and device breakage ('lot of fragments of different sizes in my uterus') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), arthritis ("arthritis"), cyst ("cyst"), alopecia ("hair loss"), tooth loss ("tooth loss"), bacterial vulvovaginitis ("bacteria vaginitis (bv) times in 7 years while implanted"), malaise ("7 years of hell being terribly sick"), impaired work ability ("not being able to work"), impaired self-care ("not being able to take care of herself"), uterine fibrosis ("lot of fragments of different size in my uterus causing fibrosis"), autoimmune disorder ("autoimmune disorders"), migraine ("chronic migraine since essure."), dry eye ("dry eye"), genital haemorrhage ("2 years of bleeding") and headache ("headache"), was found to have a pregnancy with contraceptive device ("ebaby ") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, device breakage, pregnancy with contraceptive device, arthritis, cyst, alopecia, tooth loss, bacterial vulvovaginitis, malaise, impaired work ability, impaired self-care, uterine fibrosis, autoimmune disorder, migraine, dry eye and genital haemorrhage outcome was unknown and the weight increased and headache was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered alopecia, arthritis, autoimmune disorder, bacterial vulvovaginitis, cyst, device breakage, dry eye, genital haemorrhage, headache, impaired self-care, impaired work ability, malaise, migraine, pelvic pain, pregnancy with contraceptive device, tooth loss, uterine fibrosis and weight increased to be related to essure. The reporter commented: patient had bacteria vaginitis (bv) (B)(4) times while implanted and her partner was treated too but it persisted. Concerning the injuries reported in this case, the following ones were reported via social media : alopecia, arthritis, autoimmune disorder, bacterial vulvovaginitis, cyst, device breakage, impaired self-care, impaired work ability, malaise, migraine, pelvic pain, tooth loss, uterine fibrosis, weight increased, genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jun-2020: social media was received. Event added- headache. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme stabbing pain in the circled location') and device breakage ('lot of fragments of different sizes in my uterus') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), arthritis ("arthritis"), cyst ("cyst"), alopecia ("hair loss"), tooth loss ("tooth loss"), bacterial vulvovaginitis ("bacteria vaginitis (bv) times in 7 years while implanted"), malaise ("7 years of hell being terribly sick"), impaired work ability ("not being able to work"), impaired self-care ("not being able to take care of herself"), uterine fibrosis ("lot of fragments of different size in my uterus causing fibrosis"), autoimmune disorder ("autoimmune disorders"), migraine ("chronic migraine since essure."), dry eye ("dry eye") and genital haemorrhage ("2 years of bleeding"), was found to have a pregnancy with contraceptive device ("ebaby ") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, device breakage, pregnancy with contraceptive device, arthritis, cyst, alopecia, tooth loss, bacterial vulvovaginitis, malaise, impaired work ability, impaired self-care, uterine fibrosis, autoimmune disorder, migraine, dry eye and genital haemorrhage outcome was unknown and the weight increased was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered alopecia, arthritis, autoimmune disorder, bacterial vulvovaginitis, cyst, device breakage, dry eye, genital haemorrhage, impaired self-care, impaired work ability, malaise, migraine, pelvic pain, pregnancy with contraceptive device, tooth loss, uterine fibrosis and weight increased to be related to essure. The reporter commented: patient had bacteria vaginitis (bv) 78 times while implanted and her partner was treated too but it persisted. Concerning the injuries reported in this case, the following ones were reported via social media : alopecia, arthritis, autoimmune disorder, bacterial vulvovaginitis, cyst, device breakage, impaired self-care, impaired work ability, malaise, migraine, pelvic pain, tooth loss, uterine fibrosis, weight increased, genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media was received. Event added - weight gain. Reporter were added. On 29-may-2020: information received via social media. Event" genital bleeding". Was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme stabbing pain in the circled location') and device breakage ('lot of fragments of different sizes in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), arthritis ("arthritis"), cyst ("cyst"), alopecia ("hair loss"), tooth loss ("tooth loss"), bacterial vulvovaginitis ("bacteria vaginitis (bv) times in 7 years while implanted"), malaise ("7 years of hell being terribly sick"), impaired work ability ("not being able to work"), impaired self-care ("not being able to take care of herself"), uterine fibrosis ("lot of fragments of different size in my uterus causing fibrosis"), autoimmune disorder ("autoimmune disorders"), migraine ("chronic migraine since essure.") And dry eye ("dry eye") and was found to have a pregnancy with contraceptive device ("ebaby "). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, device breakage, pregnancy with contraceptive device, arthritis, cyst, alopecia, tooth loss, bacterial vulvovaginitis, malaise, impaired work ability, impaired self-care, uterine fibrosis, autoimmune disorder, migraine and dry eye outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered alopecia, arthritis, autoimmune disorder, bacterial vulvovaginitis, cyst, device breakage, dry eye, impaired self-care, impaired work ability, malaise, migraine, pelvic pain, pregnancy with contraceptive device, tooth loss and uterine fibrosis to be related to essure. The reporter commented: patient had bacteria vaginitis (bv) 78 times while implanted and her partner was treated too but it persisted. Concerning the injuries reported in this case, the following ones were reported via social media : alopecia, arthritis, autoimmune disorder, bacterial vulvovaginitis, cyst, device breakage, impaired self-care, impaired work ability, malaise, migraine, pelvic pain, tooth loss and uterine fibrosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme stabbing pain in the circled location') and device breakage ('lot of fragments of different sizes in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), arthritis ("arthritis"), cyst ("cyst"), alopecia ("hair loss"), tooth loss ("tooth loss"), bacterial vulvovaginitis ("bacteria vaginitis (bv) times in 7 years while implanted"), malaise ("7 years of hell being terribly sick"), impaired work ability ("not being able to work"), impaired self-care ("not being able to take care of herself"), uterine fibrosis ("lot of fragments of different size in my uterus causing fibrosis"), autoimmune disorder ("autoimmune disorders"), migraine ("chronic migraine since essure.") And dry eye ("dry eye") and was found to have a pregnancy with contraceptive device ("ebaby"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, device breakage, pregnancy with contraceptive device, arthritis, cyst, alopecia, tooth loss, bacterial vulvovaginitis, malaise, impaired work ability, impaired self-care, uterine fibrosis, autoimmune disorder, migraine and dry eye outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered alopecia, arthritis, autoimmune disorder, bacterial vulvovaginitis, cyst, device breakage, dry eye, impaired self-care, impaired work ability, malaise, migraine, pelvic pain, pregnancy with contraceptive device, tooth loss and uterine fibrosis to be related to essure. The reporter commented: patient had bacteria vaginitis (bv) 78 times while implanted and her partner was treated too but it persisted. Concerning the injuries reported in this case, the following ones were reported via social media: alopecia, arthritis, autoimmune disorder, bacterial vulvovaginitis, cyst, device breakage, impaired self-care, impaired work ability, malaise, migraine, pelvic pain, tooth loss and uterine fibrosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: new event - bacteria vaginitis (bv) times in 7 years while implanted and reporter information were added. On 23-mar-2020: social media content was received: new reporter and events pregnancy added, hysterectomy and salpingectomy were added. On 23-mar-2020: social media content was received: new reporter and events sickness, inability to work and impaired self-care were added. On 23-mar-2020: social media received: new event lot of fragments of different sizes in my uterus were added. Event salpingectomy, hysteroscopy were deleted. New reporter were added. On 23-mar-2020: social media received: new event chronic migraine since essure, extreme stabbing pain in the circled location was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.